Manufacturer narrative:
This report is a follow up report to MFR number 9616099-2016-00313 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added. This is one of two products involved with the reported event and the associated manufacturer report numbers are 9616099-2018-02069 and 9616099-2018-02070. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent implantation of two optease filters. The first filter immediately migrated to the "origin of the left iliac vein." This filter was removed percutaneously. Another optease filter was then placed and this filter also migrated proximally with the distal portion of the filter being proximal to the renal veins. This filter was left in place. Given the migration of the second filter, the patient is at increased risk of fracture, perforation and the device will be less effective at stopping clots. The patient has suffered and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The following additional information received per the patient profile form (ppf) indicates that the patient is suffering from stress and anxiety. According to the information received in the medical records, the patient has a history of gastrointestinal (gi) bleeding from an unknown source and bilateral deep vein thrombosis (dvt). During the filter placement procedure, the filter was deployed in an infra-renal position. A completion venogram showed the filter migration to the origin of the left iliac vein. The filter was then snared and removed through an 8f sheath. The second filter was then deployed at the level of the renal veins. A post deployment venogram revealed proximal migration of the filter with the distal portion being proximal to the renal veins. The patient tolerated the procedure well.

Manufacturer narrative:
This is one of two products involved with the reported event and the associated manufacturer report number are 9616099-2018-0206 . It was reported that a patient underwent implantation of two optease filters. The information provided indicated that both filters migrated immediately after placement. The patient is also reported to be experiencing stress and anxiety. The indication for the device implant was a history of gastrointestinal (gi) bleeding from an unknown source and bilateral deep vein thrombosis (dvt). The first filter was placed via the right internal jugular vein and deployed in an infra-renal position. Post deployment venogram showed the filter had migrated to the origin of the left iliac vein. The filter was then retrieved via left femoral access and another filter deployed at the level of the renal veins. Post implant imaging revealed proximal migration of the filter with the distal portion being proximal to the renal veins. No intraluminal thrombus was noted. The sheaths were removed from the patient and hemostasis was achieved with manual compression. The patient is reported to have tolerated the procedure without difficulty and the filter was left in place. There is currently no additional information available. The product was not returned for analysis. A review of the device history record for both devices revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without the procedural films or post implant images to review the reported filter migration could not be confirmed. The characteristics of the vessel, caliber and tortuosity have not been provided. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying specific patient issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.